Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 475cc saline breast implant, catalog number 3501680, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american patient underwent an unknown breast augmentation with mentor smooth round moderate profile 475cc saline breast implants which the left side deflated after implantation. No trauma reported and patient has not seen doctor yet. At the time of this report, mentor has received no information regarding explantation or an expected explantation date, however gel replacement was noted.